Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information r egarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the jaw of the reload was close, I -beam was not fully retracted, the reload was fully fired and engaged in interlock, staple pushers were partially flush/sub flush with the cartridge, the knife channel had damage to the cutting edge of the knife blade, and the clamping mechanism was deformed. Functionally, the reload was loaded into a representative handle. The jaws were opened and closed repeatedly with no abnormalities. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lung parenchyma resection procedure, after resecting the tissue, the jaws would not open. A new handle was used to resolve the issue and complete the procedure. There was no patient injury. Medtronic's initial evaluation of the incident device found that the device might had been used beyond recommended tissue thickness range.